Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure, after the mid crown was deployed, it was reported that the aortic body was moved down to adjust the radio opaque (ro) maker position to the lower edge of the renal artery. The proximal crown was then deployed, but under fluoroscopy the ro marker appeared to have moved up slightly. Polymer was injected, and the right contralateral limb was implanted at the 14 minute interval. Balloon-touch up was performed at the distal portion of the limb. After 14 minutes, the physician attempted to advance the integral balloon for proximal touch-up; however, the balloon was not able to adequately positioned at the intended location, therefore, the physician performed balloon touch-up at the position where the balloon was originally positioned. An angiogram was performed and showed no endoleak, but the right renal artery occlusion was confirmed. In order to complete the device implant, the physician continued the deployment procedure by deployment of the ipsilateral limb followed by implant of the iliac extension on the left side. Balloon-touch up was performed at both limb junctions as well as the distal left extension. Another angiogram was performed and showed a type 2 endoleak from the lumbar artery and type 3a endoleak at the junction of left limb and extension. Balloon touch-up was performed at the junction and resolved the type 3a endoleak. No additional treatment was performed for type 2 endoleak. Cannulation of the right renal artery was attempted from the left arm; however, this was unsuccessful. A final angiogram was performed, and the procedure was completed. The patient will be monitored with follow-up.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.